Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges that the circuits had visible cracks in the cuff. Alleged defect was found upon inspection and during vent set-up. No pt injury reported.